Event description:
Customer called on (B)(6) 2011 reporting that the lh750 slidemaker was making a grinding noise and the operator smelled a burning smell coming from the instrument. Customer noted that there was no visible smoke or flames. Customer mentioned that the instrument was in a normal course of operation at the time of the incident. No patient results were affected and no injury was reported. Customer mentioned that instrument has been removed from the power source until service has arrived. Field service engineer (fse) was dispatched and found component s1 (as designated on card) had experienced an overload condition resulting in power supply monitor card component failure and subsequent burning smell noted by the customer. Fse replaced the power supply monitoring card, circuit board and system controller board. Repairs were verified per established procedures and results meet published performance specifications.

Manufacturer narrative:
Fse replaced the power supply monitoring card, circuit board and system controller board.